Manufacturer narrative:
Section d4. H3, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported suspected thrombus and elevated ldh could not be conclusively established through this evaluation. The account submitted log files for review. Analysis of the submitted log file revealed transient power elevations on (B)(6) 2019 and (B)(6) 2019 due to ramp study. No external power and low voltage hazard alarmsf were captured on (B)(6) 2019 at 7:04 am and the system switched operation to the backfup battery last only 12 seconds. During the operation on the backup battery, a pump stop and associated alarms were captured lasting approximately 11 seconds. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The potential driveline wire compromise appears consistent with the suspected driveline damage reported under MFR#2916596-2019-04106. Per MFR #2916596-2019-04106, the patient recovered and heartmate ii lvas, serial number (B)(4), was shut off as the patient showed lv recovery. The excised portion of the driveline was retained by the account and would not be returned for evaluation. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had noted subtherapeutic inr¿s prior to admission. Her anticoagulation was warfarin with inr goal; 2.0-2.5 and asa 325mg. No notable changes to pump parameters at the time were noted but the patient did have pump stop alarms a few weeks earlier from running out of power source. An initial ramp echo with speed increased to 1100 and unable to close aortic valve, remained 1:1 throughout the ramp. Tea colored urine was the only reported symptom. Patient was placed on heparin and integrilin infusions for one week. She was then transitioned to plavix 75mg, asa 325mg and inr goal 2.5-3.5. Her ldh peak was 749, her plasma hgb 80, and her haptoglobin was less than thirty. Patient had a positive ramp study, they were discharged home on lovenox, warfarin, plavix and asa. She was then readmitted 5 days later with pump stop alarms-logfiles reveal electrical issues. No additional information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient experienced a no external power event with a pump stop on (B)(6) 2019. The pump stop occurred while on battery power and it appeared there was a total loss of power to the controller and the ebb was enabled and in use but the speed still showed zero rpm briefly. The patient slept on her batteries and ¿woke up to it screaming¿. The patient is currently admitted for hemolysis and suspected pump thrombus. Power spikes were noted. Patient is currently being treated with heparin and integrilin gtts. No additional information was provided.